Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effects of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use, as a known patient effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
A cine was received and was reviewed. The cine shows that the dissection was caused by a balloon dilatation catheter and not the xience prime as previously reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified, and 90% stenosed proximal left anterior descending artery. A 3.5 x 15 mm xience prime was implanted when a distal edge dissection occurred. A 3.0 x 23 mm xience prime stent was successfully used to seal the dissection. There was no clinically significant delay in the procedure. No additional information was provided